Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump had no physical damage. Review of device history log found the reported event in the history log. Functional testing included power up process. The customer reported problem was not able to be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump exhibited error codes 41541, 1003. Reported that there was no patient involvement.